Manufacturer narrative:
Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the stoppers are coming off of the bd vacutainer¿ plastic blood collection tubes with (B)(4): tube stopper easily. This occurs when the needles are being withdrawn from the tubes. Air bubbles were also noticed as well. No serious injury or medical intervention reported.